Event description:
Instrument (electra 1400c automatic coagulation analyzer) reported an "ncd- no clot detected, and the user of the instrument reported the result as greater 180 seconds. In actuality the result was a quick clot (do not have actual result). The laboratory informed co that the pt was mistreated, unable to determine if it had any adverse effect (pt had several problems). There was no report of a serious injury or death. Also, the laboratory supervisor has informed co that they have educated their staff, yet this has happened.